Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and major damage due to usb connector damage . Receiver charge and boot tests were performed and failed due to receiver usb connector was damaged/ defective, pictures taken .functional tests was not performed due to receiver usb connector was damaged/ defective, pictures taken . An internal visual inspection was performed and passed. The receiver log was not downloaded due to receiver usb connector was damaged/ defective, pictures taken . No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.